Event description:
The customer received questionable bilt3 bilirubin total gen.3 results for three samples from newborn patients that were tested in microcups. Of the data provided, only the results for two samples from the same patient were discrepant. Sample 1 first result was 0.55 mg/dl and was reported outside the laboratory. The repeat result was 13.36 mg/dl and a corrected report was issued. It was noted the customer had not ordered the initial testing as a microcup. Sample 2 first testing had a data flag and no numeric result. The first repeat result was 0.76 mg/dl and was reported outside the laboratory. The sample was repeated on a cobas c311 analyzer and the result was 13.39 mg/dl. A corrected report was issued. The patient was not adversely affected. The reagent lot number was 11667501 with an expiration date of 06/30/2017. The customer tested about 10 cups of qc material in multiple microcups for total bilirubin and got poor precision results. The field service representative found there was an issue with the sample probe. He performed mechanism checks, checked the rinse mechanism volumes, wash stations, gear pump pressure, and probe alignments. He adjusted the sample probe and ran performance testing and precision testing which passed. The customer ran qc which passed. Further investigation found the root cause was a combination of an operator issue of incorrectly programming the first sample and a misadjusted sample probe which was corrected by the field service representative.